Manufacturer narrative:
Summary of evaluation: evaluation results suggest that the cause of this event was attributed to some factor external to co's product. The results of testing similar batch lots of product indicated no mixing anomalies. It is believed that the environmental conditions of the or may have affected the set-up time of the cement.

Event description:
As surgeon primed cement within cement gun he realized that the viscosity was increasing and the mix set prematurely. There was no adverse consequence for the pt.